Event description:
Additional information received 31-jan-2024 stating, "facility states they flushed tube regularly."

Manufacturer narrative:
Additional information: b5 h6 investigation findings/no code: use related. The sample provided was evaluated and confirmed the tubing expanded to form a balloon shape which burst causing a separation of the tube. Based on the sample evaluation and investigation this seems to be a user related problem since as per the instructions for use (IFU) vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. Root cause was related to incorrect use.   All information reasonably known as of 27-feb-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 05-feb-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 9611594-2024-00008 for the second event. It was reported the patient's nasogastric ruptured. The patient passed the device in his stool." Additional information received 09-jan-2024 stated the device was placed 11-dec-2023. The patient was administered feeding solution and medications were given. Of note the patient had been switched to calcium citrate which is a powder reconstituted with 30 mls/cc of water and administered. He had previously been on a calcium carbonate suspension but there had been concerns about him not tolerating it. There was no history of tube clogging. There was no difficulty inserting the tube. Various size syringes were used when flushing and administering medications in the tube. The patient passed the remnant in his stool, no further intervention was required. The patient is stable and remains in the pediatric cardiac intensive care unit (ICU).